Event description:
It was reported that the acticon bowel sphincter was removed due to recurring incontinence. Fluid loss was noted during explant of the balloon. Another acticon device was implanted. There were no patient complications reported as a result of this event and the patient "did fine."

Manufacturer narrative:
Device information below in order of cuff, pump, balloon. Catalog #: 72401978, 72402287, 72402106. Expiration date: 07/22/2009, 03/10/2013, 03/17/2013. Serial #: (B)(4). Device manufacture date: 07/26/2004, 03/12/2008, 04/01/2008.